Event description:
On (B)(6)2009, the patient reported that the plunger of the insulin cartridge became stuck to the piston rod of the infusion device while she was attempting to change the insulin cartridge. The entire contents of the insulin cartridge spilled into the cartridge compartment of the infusion device. She cleaned the cartridge compartment with a cotton swab and attempted to perform the change cartridge procedure again. An e10 (cartridge) error was displayed. She was educated on the proper procedure for removing the insulin cartridge. She was advised to switch to her backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.